Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead became stuck on competitor guidewire. It was noted by the physician that the surgical technician may have left blood on the guidewire. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.